Event description:
Customer reported having discovered they had switched the solution a container with the solution b container on board the provue instrument. The customer indicated that they did not know whether testing had been performed. No carry over, cross contamination or dilution of reagent or samples were reported as result of the incident. Erroneous results were not reported as a result of the incident. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
A possible root cause was determined. The customer switched the wash solution containers. Ocd advised the customer to correctly switch the solution containers as instructed per product labeling and to perform several primes and washes to flush the system, and then to perform qc testing. No carry over, cross contamination or dilution of reagent or samples were reported as result of the incident. This customer has not logged any similar complaints gel cards since this incident.